Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the tip ruptured. A 3.0 cm x 15cm leveen? Superslim? Needle electrode was selected for use in a procedure. During preparation outside the patient, the tip end was ruptured and leaking liquid. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition following the procedure was stable.